Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The rx traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the eccentric, non-tortuous, mildly calcified, 90% stenosed, de novo, mid to distal left anterior descending, the traveler balloon dilatation catheter (bdc) was inflated once to 8 atmospheres (atm), but ruptured. An unspecified bdc was used to complete the procedure without issue. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.